Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (B)(4) 2009, population product advisory initially communicated on (B)(4) 2007, displayed a monitoring voltage measurement of 3.20 volts from several years prior. There was a concern that the battery depleted earlier than expected since the most current longevity status could not be determined when the medical personnel could not clear the prior srw information. The patient had been lost to follow up for nearly three years and left before that could be cleared. This device was recommended for monthly follow up as a result of not being able to properly view the longevity status of the device. A save to disk analysis the next time the patient was in the office for follow up was also recommended. There was no report of adverse patient effect associated with this clinical observation. Additional information received from the local sales representative states that this ICD has reached elective replacement indicator (eri) with a charge time of 20.2 seconds and a monitor voltage of 2.52 volts. Boston scientific technical services (ts) was contacted and discussed the possibility of the device being removed from service. The local sales representative was to discuss this with the physician. No adverse patient effects were reported. Additional information received from the local sales representative states that there are no adverse patient effects. The patient was in the clinical setting for a procedure not related to the device. At this time there has been no intervention.

Event description:
Additional information received states that this ICD has been removed with a reason of normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated. At this time the device remains in service. Should additional information be received this investigation will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.